Event description:
Spontaneous: pt that her cadd legacy pump keeps on beeping and having a message of "no disposable, pump won't run". Informed her it may be due to malfunctioning cassette. Advised her to put cassette into back-up pump and she states she's getting the same message. Author asked if she has any other cassettes. She states that she has premix cassette in her refrigerator that she can use. Advised her to use a new cassette. Pt attached new cassette to the pump and was able to continue infusion successfully. Lot number: unknown. Event is for cassette only. No further information was given. Photographs were no provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form. If any additional information is received it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.